Event description:
A malfunction was reported on the pump, with no notable events occurring before the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the caller in resetting it, with no recurrence of the malfunction code afterward. The customer was advised to continue using the pump and to contact support if the issue reoccurred, understanding these instructions clearly.